Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The handpiece was received with the nose cone cracked. In addition, the cable insulation was damaged. However this did not create a functional issue. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and the moisture indicator was positive, the acoustic isolator was torn and degradation of the hand activation wire outer jacket was observed. However this will not interrupt device function or generate an automatic error code, not contributing to the reported event. The handpiece has a number of seals to prevent fluids from entering the housing. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that before an unknown procedure the device gets damaged handpiece cable. Another device like device was used to start the case. No patient consequences.